Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The day after onset the patient was hospitalized for the event. On an unreported date, the patient was treated with injection (inj.) Of amikacin 100mg, (frequency not reported) and inj. Of fortum 1 gram, (frequency not reported) and inj. Of reflin 1 gram (frequency not reported). The cause of the peritonitis was unknown. At the time of this report the patient outcome of this peritonitis event was unknown. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis was due to a "leak from bags". The baxter titanium adapter is no longer considered suspect. Should additional relevant information become available, a supplemental report will be submitted.